Event description:
It was reported that the inflatable penile prosthesis did not work so the patient went to the hospital two weeks prior to a revision surgery. The inspection revealed that the pump, cylinder had a crack in the pump connecting tube and a hole in the left cylinder that caused saline leakage. The inflatable penile prosthesis was replaced. After the surgery the patient was stable and improved. The event resolved..

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed the reported event. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a leak in the kink resistant tubing (krt) attributed to fatigue and worn to filament; hole was present. Cylinder also has a leak in proximal cylinder body that was of sharp instrument damage consistent with explant damage; large hole in the outer tube was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Cylinder has wear at fold in cylinder body. The ipp cxm inflate/deflate pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis did not work so the patient went to the hospital two weeks prior to a revision surgery. The inspection revealed that the pump, cylinder had a crack in the pump connecting tube and a hole in the left cylinder that caused saline leakage. The inflatable penile prosthesis was replaced. After the surgery the patient was stable and improved. The event resolved.